Event description:
It was reported that unexplained pain, left hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 32356201; delta v-40 ceramic head 36/+2.5, cat# 6570-0-536, lot# 32905801. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An evaluation of the reported devices cannot be performed as the devices were kept by the hospital and were not returned to the manufacturer. However, some x-rays and medical records have been received. When completed, the evaluation summary will be submitted in a supplemental report.